Manufacturer narrative:
Device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, a 980 ventilator generated a device alert with a diagnostic code. A review of the diagnostic logs indicates the device entered backup ventilation. The device was available for evaluation. The medtronic field service engineer (fse) inspected the device, found an associated diagnostic code and confirmed the reported issue in the ventilator logs. The fse completed the extended self test (est) which cleared the diagnostic code. The se performed calibrations and extended self-testing on the device and all tests passed. The fse was unable to duplicate the reported issue. The likely cause of the event was unable to be determined. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator generated a device alert with a diagnostic code. Information pertaining to patient intervention, if applicable, has not been provided. The patient was not injured as a result of the reported event. A review of the diagnostic logs indicates the device entered backup ventilation.